Event description:
A customer reported that stains were observed on the minicap prior to use. There was no patient involvement. There was no patient injury or medical intervention related to this event.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.